Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no impact reported" (no consequences or impact to pt). Product problem(s): "the knives were found to be dull" (dull). The customer reported that the knives are dull.